Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle was damaged and leaked bubbles from the needle shaft while injecting the pfizer covid vaccine. The following information was provided by the initial reporter: "immunizer was drawing up pfizer covid vaccine into a antmed 1ml anglographic syringe with bd eclipse 25gx1 inch needle. Immunizer notice many bubbles were coming out of the shaft of the needle. Immunizer showed the product to writer, and was advised to plunge down slowly to release any vaccine already in the syringe and shaft. Writer advised immunizer to use another needle and syringe, which she did. Immunizer returned defective needle and syringe to writer. Immunizer was only able to get 5 doses of pfizer covid vaccine from the vial."

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of leakage were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd eclipse¿ safety needle was damaged and leaked bubbles from the needle shaft while injecting the pfizer covid vaccine. The following information was provided by the initial reporter: "immunizer was drawing up pfizer covid vaccine into a antmed 1ml anglographic syringe with bd eclipse 25gx1 inch needle. Immunizer notice many bubbles were coming out of the shaft of the needle. Immunizer showed the product to writer, and was advised to plunge down slowly to release any vaccine already in the syringe and shaft. Writer advised immunizer to use another needle and syringe, which she did. Immunizer returned defective needle and syringe to writer. Immunizer was only able to get 5 doses of pfizer covid vaccine from the vial."